Manufacturer narrative:
The subject scope was returned to the service center for evaluation of the reported leak. A visual inspection was performed on the received condition and found a portion of the bending section skeleton protruding out from the distal bending section cover near the insertion tube side. The bending section damage is approximately 70mm from the distal end side, which is causing a leak on the bending section cover. The bending section cover was removed in order to reveal the extent of the damage to the bending section. Upon removal of the bending section cover, it was confirmed that the bending section skeleton is fully separated producing sharp edges near the insertion tube side. The bending section support pins are still intact and not lifted. A review of the service history of the scope found eight repairs in the past two years, all involving leaks in the scope. Based on the evaluation, the likely cause of the damaged bending section skeleton was potentially attributed to due to excessive force and/or stress from handling. The user facility reported they were not aware of the broken bending section and were only aware of the leak. The instructions for safe use manual have been received and the inspection is performed according to the manual. The instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
The user facility reported that the scope failed the leak test during reprocessing. There was no patient injury reported.